Manufacturer narrative:
The unit was received with the lock having rotational and lateral movement and a residue buildup was present. The unit needed new components added to replace worn internal parts. General maintenance and cleaning required. The device was manufactured in 2010. This device exceeded its expected life of 7 years. Root cause of movement was most likely wear and tear, however, the observed residue build up was most likely the result of decontamination or sterilization method outside the prescribed and validated method in the IFU.

Event description:
N/a.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A clinical coordinator reported that when the knob of the a1059 mayfield modified skull clamp was locked, the crescent shaped piece moved. Additional information was received on 16jul2019 indicating that when the head clamp was placed on the patient, the lock mechanism would slip and not secure the inner crescent shaped pin receiver. The event happened on (B)(6) 2019 during a laminectomy resect tumor procedure. The product was in contact with the patient. The product problem was discovered before the procedure during positioning. The product issue caused a 20 minute delay in surgery, resulting in longer anesthesia time. The patient had to be rotated back into a supine position onto a stretcher while the new clamp was being located. Once the new clamp was obtained and placed on the patient, the patient was then flipped back to the prone position onto the operating room (or) table. The mayfield was connected and locked into position. Additional information has been requested.